Event description:
It was reported that during the implant procedure the right ventricular (rv) lead failed defibrillation testing. The rv lead was removed and replaced with a dual coil rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 6935m62, the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.